Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lock clip applier instrument would not hold the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter; however, no additional information was provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting the clip applier would not hold the clip, an investigation was completed to determine the cause of this reported event. The large hem-o-lok clip applier was analyzed and found to have failed fictional clip test. The large hem-o-lok clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.